Event description:
A caller reported a malfunction alarm on their insulin pump, identified as malfunction 12. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer reverted to a backup insulin pump to ensure continuity in insulin delivery.